Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to inflate or deflate the inflatable penile prosthesis (ipp) due to reservoir herniation into the right groin. As a result of this herniation, the excess tubing was coiled and kinked. The tubing was palpable at the base of the penis. The ipp pump and reservoir were replaced, but the cylinders were left implanted. The patient now has normally functioning implant and appears to be happy with the outcome when last seen in clinic. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.